Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead reported feeling short of breath. A echocardiogram revealed a pericardial effusion. A pericardial centesis was performed where 600 ccs were pulled off. A surgical revision was performed where the lead was repositioned. There were no additional adverse patient effects reported. The lead remains in service.